Manufacturer narrative:
Follow-up # 1 (09/19/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The reporter contacted lifescan (B)(4) alleging an error message issue with the subject meter; however, the specific error message was not provided. The reported issue was not resolved with customer service troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The 510 (k) is k093745. Lifescan (lfs) has received the meter involved with this complaint on (B)(4) 2011. Lfs will evaluate the returned product and inform FDA of the investigation results in a supplemental report.